Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were seen. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following the introduction of the farawave catheter into the faradrive sheath, aspiration of the faradrive sheath was attempted. During aspiration, microbubbles appeared. The valve was defective. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for laboratory analysis.